Event description:
Reporter alleges the pt complains of left discomfort for years, positive systemic includes arthralgias/myalgias, fatigue, headaches, neurocognitive problems, shortness of breath, gastrointestinal/genitourinary problems, "etc.", biopsy left axillary lump 8 years ago (displaced tissue), right elongated, exam positive grade iii contracture, positive right marked bleed, left pinhole rupture, moderate capsular contracture right and moderate histocytic bilaterally.